Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a concerto coil could not be detached. A second instant detacher was attempted, and no manual detachment attempts were made. Two other concerto coils were stuck in a non-medtronic catheter. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the coil did not come out of the introducer sheath smoothly. There were no issues encountered prior to the non-detachment. It was unknown if there was pushwire damage observed after removal from the patient.

Manufacturer narrative:
H3: the concerto coil was returned for analysis. The two instant detachers used during the event was not returned for analysis. The actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There were no evidence of detachment attempts at these locations using an instant detacher or by manual method at these locations. The concerto pusher was found kinked at the positive load indicator. The concerto implant coil was found damaged within the introducer sheath but still attached to the pusher. No damages or irregularities were found with the introducer sheath. An in-house instant detacher could not be used for detachment testing as the positive load indicator was found kinked and would not fit within the instant detacher opening. The break indicator was then broken and the release wire was retracted, detaching the implant coil on the first attempt without any difficulty. Based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed and the cause could not be determined. No evidence of detachment attempts was found. The implant coil was detached by breaking the break indicator, an indicated method of detachment in the instruction for use. The two instant detachers used in the event were not returned for analysis. Therefore, any contribution of the instant detachers towards the non-detachment and conformance to specification could not be assessed. The pusher was found kinked, possibly contributing towards the non-detachment reported by the customer. It is possible kinking occurred due to advancing the device against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.